Event description:
It was reported that a patient underwent a surgery to explant an inflatable penile prosthesis (ipp) and implant a new ipp due to a non-functioning device. During the replacement procedure, it was found that the implant was empty and indicated fluid loss had occurred. No patient complications were reported.